Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 504-505 mg/dl; cause was not known. Customer received assistance from certified diabetes educator on calculating insulin dosage via manual injection and administered a manual injection to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.